Event description:
It was reported that the night after implant the patient had some shocking feelings, which she overall felt while sitting down and lifting her leg. The patient stated that it felt like there was a ¿knife going into her backside.¿ the patient stated that ¿on wednesday of last week¿ she got into her mother¿s car and felt another shocking sensation, so she moved the amplitude from 3.2 to 3.0. The patient noted that she was fine ¿on thursday, friday, and saturday of this past week.¿ then ¿on sunday¿ the patient went shopping and was hit by a shopping cart right where the incision site was and had to go to the emergency room (ER) as the incision opened up and she had to have it re-sutured. The patient then noticed ¿on monday¿ an increase in her problems and was feeling a pain from her vagina to her rectum. The patient had great symptom control until she was hit by the cart and since then had two to three accidents. The patient went to the bathroom during the report and came back crying, stating that it hurt her when she sat down and she basically lost control of her bladder before she could sit down on the toilet. The patient turned the device off and felt the stabbing pain near the implant. The patient also noted that she felt a ¿pulling sensation¿ during the trial but it had gotten better until she got hit by the cart. The patient had no accidents for two weeks during the trial and right after implant. The patient mentioned that stage 1 was good for therapy relief and she decreased from three times an hour to one time an hour. The patient even decreased her bathroom trips from five times a night to one time a night. The patient met with a manufacturer representative ¿on wednesday, a couple of days ago,¿ and they tried to find a program that would not shock her. When the patient was being reprogrammed 3.2 was fine, but 3.3 was not and it shocked her. The patient stated that it worked best between 3.0 and 3.2. All impedances were noted as fine. The patient stated that the representative tried every electrode combination and she did not feel the vibration. The patient then could go up by 0.1 and felt a painful shock. The representative tried various combinations and changed the rate and pulse width. During the report the patient increased to 3.9 and then went to 4.0, where it shocked her. The patient wanted to know why she would not feel anything and then after turning the device up by 0.1, she would feel shocking. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va077lr, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported impedances were checked on (B)(6) 2014 and there was nothing abnormal. There were no issues with battery longevity. Stimulation was at 4.8v and then decreased to 0v. Stimulation was slowly increased and the patient¿s response was checked. At 1.2v the patient ¿jumped¿ and indicated it was ¿too strong.¿ the patient felt a jolt. The replacement of the system did occur the day prior to the date of this report. The patient was doing well after the surgery. The new device was reprogrammed with four new programs, three of which were at 0.2v and one at 0.5v. It was stated the patient was getting good coverage and relief. The sensation was good and the symptoms had subsided since surgery. The patient was ¿happy and appreciative.¿ no further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va077lr, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found no significant anomaly. The body was stretched.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend shocking or jolting, pain and discomfort, and adverse change in voiding function-bladder because the hcp reported that the patient was continuing to feel shocking, had a return of incontinence, and felt pain after getting hit with a shopping cart. Reviewed for escalation to ncet and escalation was not required. The investigation of the device is inconclusive because the cause of the shocking, pain, and adverse voiding symptoms remains unknown and any damage to the device from the collision remains unknown. Event is included in monitoring for known inherent risks as disclosed in product labeling. Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va077lr, implanted: (B)(6) 2013, product type: lead. (B)(6). (B)(4).

Event description:
Additional information received confirmed that the patient was hit along the implantable neurostimulator (ins) pocket site by a whole row of shopping carts at a (B)(6) store and went to the ER for the issue. The patient was to have the ins <(>&<)> lead components removed on (B)(6) 2014 and was to be re-implanted on their opposite side. If additional information is received, a follow up report will be sent.